Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the workstation backplane. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would auto switch to black and white during fluoroscopic x-ray. No patient injury was reported.